Event description:
It was reported that pump touch screen became shattered when it fell out of customer's pocket. The touch screen became non-functional as there was no display. In addition, an unspecified alarm occurred. Customer's blood glucose was 159 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump fell and the touch screen became shattered and non-functional. Customer's blood glucose was 159 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.